Event description:
It was reported that the during subtotal thyroidectomy, when the doctor used the probe to detect nerve, he found that the probe has no function. Current stim return shows "0", indicating that current is not being delivered. The doctor checked the electrode check and fuse is normal, so the doctor thought the problem is probe. Finally, the doctor changed a new probe to complete the surgery. No patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the product was returned in an open pouch in a zip lock bag. There was a contamination on the handle and the coated prass probe. There were traces of striations and scratches on the proximal end of the probe. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0.3 ohms (within specification). Functionally, the probe was securely seated into the handle and connected to nim system. The probe was stimulated at 1ma current and 100 v threshold. When stimulating the probe, the system constantly returned 0.99 ma and a waveform over 207 v resulting in device being functional. In the returned condition, there was no out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.